Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
It was reported that all keypad buttons (up arrow, down arrow, okay, and contrast) were unresponsive. There is no additional information available about this complaint.

Manufacturer narrative:
(B)(4): no visible damage was observed on the keypad. The keypad buttons were found to be responding appropriately to presses; however, the buttons were noted to have a weak spring back. The keypad was removed and no button contact defects were found.